Event description:
This male presented to the emergency room in 2007 complaining of right flank pain radiating to the groin, inguinal and femoral area, difficulty urinating, hematuria and stating he had passed a stone. A CT scan of the abdomen was performed finding severe right hydronephrosis with calcifications in both kidneys; in the pelvis proximal to the right uretero-venous junction a calcified density measuring 1.4x0.68 cm in size was seen. On three days later, the pt was taken to the operating room for a cystoscopy, right retrograde ureteral pyelogram, ureteroscopy, laser lithotripsy and stone retrieval. One stone was broken into small fragments with the holmium laser, a ureteral basket was used to retrieve its fragments. Two more stones were in the ureter. Multiple unsuccessful attempts to dislodge one of the stones were tried. At one time the basket fragmented leaving part of the basket retained within the ureter. The stone that was lodging the piece of the basket was broken using the holmium laser to free up the basket. Multiple attempts to retrieve the basket using alligator graspers were unsuccessful. After working for some time and losing visibility, it was decided to leave a ureteral stent temporarily in order to allow edema and visibility to improve. It was then decided for the pt to return on another date to retrieve the stone and the basket fragment in the right ureter. The pt tolerated the procedure and was discharged the same day. The following month, the pt underwent the removal of the fragment of the stone retrieval basket with no complications. Dates of use: 2007. Diagnosis or reason for use: kidney stones.